Event description:
During a pci / stenting treatment procedure, the physician experienced difficulty advancing the balloon catheter on the wire. In attempting to cross the lesion with the choice pt plus guidewire and a bx stent, the guidewire became stuck in the lumen of the stent. The lesion being treated was a 99% stenotic lesion in a minimally tortuous proximal lad coronary artery. The choice pt plus guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were report. Pt status is reported as 'good'.